Manufacturer narrative:
This device has been received by this MFR, and an evaluation has been performed. The reported issue was confirmed. The tip of the basket did separate from the basket wires; however, the basket tip is designed to come free from the basket. The root cause for this complaint is unknown. There is no enough info provided to determine if the tip came free prematurely. A lot history search was performed and found no other complaints have been reported from this lot. In addition, a review of the device history record revealed no anomalies that could be associated with this incident. A rolling 15-month complaint trend reports for all complaint failure modes were reviewed; no adverse trends were noted and no data points exceeded the trigger action limit.

Event description:
In 2007, the customer reported to bsc that during a stone removal procedure (pt gender and age unk), "the tip of the lithotripter basket came off into the pt". "The physician retrieved the piece that fell off and removed the basket". The procedure was completed with another of the same device. The pt did not sustain any complications or ill effects as a result of this issue.